Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system device history records was conducted (DHR), the report indicates that: a review of the device history record revealed no complaint related anomalies. The (DHR) shows this lot of 3.5mm tplo plates/right 3 holes was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was conducted. The report indicates that since the DHR shows no complaint related anomalies, all measurements for features relevant to the complaint are conforming, and the visual damage noted in the "as received condition of device" portion of this mfg investigation action is post-manufacturing, this complaint is deemed invalid. Unknown screws are intact and no discrepancies were found. A visual inspection of the tplo plate reveals scratches on the top side of plate at the bend location and into the head area. A discoloration was also noted in the shaft holes. No other damage or visual anomalies are noted. Measurements of all inspected features reveal no nonconformances. Since the DHR shows no complaint related anomalies, all measurements for features relevant to the complaint are conforming, and the visual damage noted in the "as received condition of device" portion of this mfg investigation action is post-manufacturing, this complaint is deemed invalid. The design is adequate for its intended use and did not contribute to the complaint condition and the complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates that the measurements of all inspected features reveal no nonconformances. Since the DHR shows no complaint related anomalies, all measurements for features relevant to the complaint are conforming, and the visual damage noted in the "as received condition of device" portion of this mfg investigation action is post-manufacturing, this complaint is deemed invalid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a dog had a tibial plateau leveling osteotomy (tplo) in the right leg on (B)(6) 2014. A plate, 4 locking screws, and 2 cortical screws were implanted. In the beginning of december, the dog came in sensitive/lame in the area of the surgery. The dog came in for explant on (B)(6) 2014. The plate had some erosion that was rust colored around both cortical screw holes on both sides. There was no surgical delay or harm to the patient. The procedure was successfully completed. There was no human patient involvement with this event. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
This was for a veterinary procedure, so no patient information will be reported. No available classification codes as this is a veterinary product. It is unknown if the device will be returned to the manufacturer for review/investigation. Veterinary use only; similar to a human use product. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. Attempted to submit on (B)(4) 2014 -- the third acknowledgement failed. Resubmitting on (B)(4) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.